Event description:
The hcp reported that the pt underwent revision of the intrathecal catheter 5 weeks post implantation. The pt was experiencing increased spasticity; date of onset 2005. The hcp replaced the one piece catheter with two piece catheter. Post-operatively, the pt developed a fever and possible meningitis. The pt required a hospital stay for administration of antibiotic treatment.